Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this issue to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had the service wrench, attention and charge-pak icons visible in the readiness display. During device evaluation, physio observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control received the device for evaluation and observed that the device had taken on water, which made an electrical evaluation impossible.  The ingress of water likely caused the reported power issue.